Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels from 300 mg/dl to 400 mg/dl. There was a time the blood glucose level was 270 mg/dl. High blood glucose was treated with a bolus and manual injections. Customer also reported getting air bubbles in the tubing and in the reservoir. The customer mentioned the getting multiple sensor alert. The customer completed troubleshooting. The insulin pump/sensor/infusion set were not replaced or returned for analysis.